Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device is stuck in carefusion screen a technical support specialist provided remote assistance to address a corrupted service following a power failure,reinstalled the service to resolve the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis anesthesia es system screen is stuck on carefusion page. A customer reported that user unable to issue medication to patient due to reported makfunction. There were no adverse events or injuries reported based on this event.